Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the revascularization of the left subclavian artery with a cross over axilloaxillary bypass for the hybrid repair of thoracic aortic aneurysms melis-oztas et al, cir. 2022;90(1):24-28 doi: 10.24875/ciru.21000013. Date of event: year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient during the endovascular repair of a thoracic aneurysm and dissection following axilloaxillary bypass grafting. It was reported approximately 8 months post the index procedure the patient presented with a graft infection. The patient underwent graft excision but in the early period of the operation, he was lost due to pneumonia in the intensive care unit. The cause of the infection, pneumonia and death are undetermined.